Event description:
Pt uses this bed at home due to medical condition. States the foot of the bed is to be elevated at all times and the foot does not elevate with the remote control. States the "wire is cut". Is afraid to use the bed.